Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. The patient has auditory perception in all the channels except 5th and 9th. Overall, the performance in quiet for simple phrases has not been affected by this change in impedances.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for surgery has not yet been made available.

Event description:
During a regular fitting, in situ measurements showed 4 channels with high impedance and 2 channels involved in one short circuit. Changes in the hearing performance have not been reported. The recipient reported no trauma and illness during the period of changes in the in situ measurements; no redness, swelling or wound on the site of implantation was noticed. A decision has been made to re-implant the patient but no date for surgery has been scheduled as yet.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
During a regular fitting, in situ measurements showed 4 channels with high impedance and 2 channels involved in one short circuit. Changes in the hearing performance have not been reported. The recipient reported no trauma and illness during the period of changes in the in situ measurements; no redness, swelling or wound on the site of implantation was noticed. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for surgery has not yet been made available.

Event description:
During a regular fitting, in situ measurements showed 4 channels with high impedance and 2 channels involved in one short circuit. Changes in the hearing performance have not been reported. The recipient reported no trauma and illness during the period of changes in the in situ measurements; no redness, swelling or wound on the site of implantation was noticed. No further information has been received from the field.